Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out of limit alarm noted. All operating currents are within specification. All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 11 mmol/l. The customer did not observe any significant events leading to the keypad issues. The customer's mother stated that the battery was removed and replaced, after which the insulin pump alarmed button error. After that alarm was cleared, the insulin pump then alarmed battery out limit. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.